Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery excessively during the bolus procedure. The customer stated that the alarm occurred 3 times in the past week. She did not know the blood glucose reading. She stated that she did not have time to troubleshoot for the issue. She stated that most of the time an infusion set change would resolve the issue. Nothing further reported.